Manufacturer narrative:
Ge healthcare provided remote technical support to the customer. The reported issue was not confirmed and the resolution is unknown.

Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, switching lever of bag/vent did not switch completely. There was no reported patient involvement.